Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and the dark blue female connector was separated from the light blue main body. Leak, clear passage, and clamp function testing were performed and no issues were observed. The reported condition was verified. The cause was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set; further described as "the internal (blue/black) connection point is unscrewing and falling out of the light blue housing." This occurred while disconnecting from the patient line of the amia cassette after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.